Manufacturer narrative:
Additional information provided in b.2., b.5. And h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and reported that the iol was exchanged for the same lens model but one and a half diopter less power indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol.

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, lens was explanted at secondary procedure due to patient experienced blurry vision at distance. The clinical reason for explant was reported to be myopic result. The iol was replaced with unspecified lens approximately two months after initial procedure. Additional information was requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).